Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported double image during inspection for use involving an olympus video system center. The customer contacted olympus technical assistance support (tac) via phone. Tac performed troubleshooting and determined that the customer was experiencing a double image of the provation computer. The issue reportedly began after communication with provation regarding a communication port issue. Tac investigated the picture-in-picture and picture-out-picture settings on both the video system center and the monitor and identified that the picture-in-picture function was originating from the monitor. Further investigation revealed that one video input was connected through a digital visual interface connection and another through a serial digital interface connection; however, both port a and port b were configured to select the digital visual interface input. Tac corrected the configuration by changing one port to the serial digital interface input and verified proper functionality by cycling through the picture-in-picture display options. The customer confirmed the system was operating as expected, and the tac case was closed. The device will not be returned to olympus for evaluation. There was no patient involvement reported.